Manufacturer narrative:
Investigation of the case logs revealed the root cause is believed to be linked to a gpu memory management bug. The use of egps was aborted and the case was finished using traditional methods. A work order was made to send a field service engineer out and replace the hard drives. Ultimately, the unit was left fully operational. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.